Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed displacement test. Power connector plug in and locked in place properly however, unit alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin and pin 1 trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 60 seconds and to insert new aa battery. Customer stated that spring was neither damaged nor corroded. Display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.